Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an cystectomy, when using the coag function with the foot pedal, when the surgeon let off the coag with the pedal, the device was making noise that it was still activating two to three seconds after the surgeon let their foot off the foot pedal. Case continued by powering the device off and then powering the unit back on, and during the surgery after the unit was powered off and then on the same issue occurred a second time after fifteen minutes. Case completed with the same unit. The unit did make an error tone but did not display any error code. There were no patient consequences reported.